Event description:
The surgeon had been using the product to pass sutures from anchors in a medial row and the rotator cuff was thick. After using the same needle a number of times, the tip broke off into the joint while passing through the cuff. The surgeon tried to retrieve the tip arthroscopically, but was unable to, and therefore had to open the joint. The tip was then retrieved. A back-up device was available.

Manufacturer narrative:
Device is not being returned for eval.